Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107 and abnormal shutdowns) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a shorted pld u1003 component on the ca board. The root cause for the shorted pld u1003 component could not be positively identified. No adverse event resulted from the damaged monitor.